Manufacturer narrative:
Analysis of the catheter revealed a broken catheter body. Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-aug-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (50mg/ml at 15.398mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had increased pain. No environmental, external, or patient factors were unable to be determined to have caused this issue. On (B)(6) 2019, the hcp attempted a dye study and was unable to remove the old drug/cerebrospinal fluid (csf) from the catheter access port (cap) . The pump and catheter were replaced on (B)(6) 2019. During removal of the catheter, the surgeon went to remove the spinal segment from the intrathecal space and noted the catheter was broken just past the anchor. The catheter was partially explanted and the spinal piece remained in the intrathecal space. The issue was resolved and the patient was "alive - no injury." The event occurred on an unknown date in (B)(6) 2019. There were no further complications reported at this time.